Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet touchscreen delaminated and the pump became nonfunctional, and the patient was advised the device was no longer watertight and required replacement while they continued cgm monitoring through dexcom. Symptoms included no adverse health effects, with blood glucose reported as unaffected. Outcomes included replacement of the device and instructions to return the original unit, sync data via the mobile app, and restart therapy on the replacement ilet since data would not transfer. Investigation included internal review of the reported hardware failure and assessment of device usability and safety. Investigation of this device revealed a hardware malfunction localized to the touchscreen assembly that rendered the device inoperable and not watertight. It was concluded, based on previously established findings for similar reports, that the cause was product quality¿related component failure of the touchscreen.